Event description:
The customer reported that being hospitalized due to low blood glucose of 76mg/dl. The customer stated that his blood glucose was 20mg/dl by the time the paramedics arrived. The caller stated that he may have given himself too much insulin and did not eat to compensate the insulin. Troubleshooting was performed and the buttons were unresponsive. Reviewed the alarm history and found a button error alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.